Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. Device manufacturer address 1: (B)(4), parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. During a total parenteral nutrition infusion via a peripherally inserted central catheter, the leak was observed "at the port closest to the baby". All fluids changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.